Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 27, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 4114, 3221, 4315) the affected sample was not returned for evaluation; therefore, a thorough investigation cannot be performed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ the product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular during cardiopulmonary bypass there's an oxygenator leakage. The oxygenator of the cardiopulmonary bypass machine was set-up and primed as per normal standard of practice. A pressure leak test was also completed as per protocol. About 10-15 minutes into the case, blood was noted on the floor below the oxygenator. Upon further inspection, bubbling of blood was noted in the housing of the device, in the gas phase (not in the blood phase). Surgeon was notified of an oxygenator issue and additional perfusionists were called to the room. Patient remained stable, and ventilation was not impacted. As per surgeon request, cooling of the patient began while other team members gathered equipment needed to perform an oxygenator changeout. Once the patient was cooled to 31-32 degrees celsius, an oxygenator changeout was performed, in routine fashion. The patient was put on circulatory arrest, and the device was changed out; the procedure took 4 min and blood flow was restored to the body. Cardiopulmonary bypass was resumed; the patient was rewarmed and discontinued from bypass at the conclusion of the surgical procedure. The procedure was completed successfully with 200-300ml of blood loss.